Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the sjm rep was unable to achieve adequate stimulation during the first programming session for the pt. X-rays identified the scs lead had migrated. The lead was repositioned on (B)(6) 2012 to resolve the issue. The pt received effective stimulation after post-operative programming. On (B)(6) 2012 follow-up identified the pt was experiencing auto reduction. An appointment was scheduled to evaluate the pt's scs system and to check impedance.